Event description:
Boston scientific crm received information that the charge time (CT), battery voltage and advisories were questioned for this implantable cardioverter defibrillator (ICD). Technical services (ts) discussed the mid-life display of replacement indicators advisory, the battery voltage range and CT limit. They also advised keeping the patient on a normal follow up schedule. The device later recorded intermittent loss of right ventricular (rv) capture, and chronic high pacing thresholds. It was noted that the patient required 0% rv pacing. The patient later reported hearing beeping tones, which was found to have been due to the device reaching elective replacement indicator (eri). There were also increased rv impedances noted, but none were out of range. During the explant procedure, the physician noted having difficulty loosening the setscrews, and needed to use a white non-torque wrench to get the setscrew loose. It was noted that when the physician used the green torque wrench, it would just click and did not loosen the setscrew. The device was successfully replaced and returned for analysis. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic visual inspections noted all sealplugs were intact and all setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.